Event description:
Adverse event(s): "no injury reported" (no consequences or impact to pt). Product problem(s): "unit not operating properly" (device operates differently than expected). A biomedical engineer reports the unit was not working properly. This happened at the beginning of a case, the pt was on the table but surgery had not begun. The unit was switched out to complete the surgery. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).